Manufacturer narrative:
Patient identifier of the initial medwatch report indicates none. Patient identifier of the initial medwatch report should indicate ni. Executive summary of the initial medwatch report indicates 'there was no patient use associated with the reported event,' executive summary of the initial medwatch report should indicate 'the patient associated with the event was not harmed.' Patient code grid of the initial medwatch report indicates no patient involvement. Patient code grid of the initial medwatch report should indicate no known impact or consequence to patient.

Event description:
A customer contacted physio-control to report that their device would power on when attempted. The patient associated with the event was not harmed.

Manufacturer narrative:
Returned to manufacturer on of the initial medwatch report indicates 09/10/2019. Returned to manufacturer on of the initial medwatch report should indicate 09/17/2019. Stryker replaced the system pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a shorted switch (sw_vb) on the system pcb assembly which resulted in the device to not power up.

Event description:
A customer contacted physio-control to report that their device would power on when attempted. The patient associated with the event was not harmed.

Event description:
A customer contacted physio-control to report that their device would power on when attempted. The patient associated with the event was not harmed.

Manufacturer narrative:
Stryker received additional information from the customer. The patient was a 68 year old male who was 95 kg in weight. Patient information fields have been updated.

Manufacturer narrative:
(B)(4).physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would power on when attempted. There was no patient use associated with the reported event.